Event description:
During surgery the safety shield on the obturator of the 10 mm trocar fractured upon insertion into pt. A 2-3 mm plastic portion was unable to be located. X-ray of the abdomen made and was negative for missing piece. A new model of this trocar from MFR is in use and rptr will not use remaining stock of old model.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.